Event description:
It was reported that approximately 2 months post-implant of a bifurcated device and an infrarenal aortic extension , an endoleak was identified near the bifurcation. Reportedly, a computed tomography scan taken at 1 month follow up visit identified an endoleak, but the physician chose to leave for monitoring. At 2 month visit an endoleak persisted and the source was noted near the bifurcate area, but exact type of endoleak could not be determined. The physician chose to reline the bifurcated device with competitors stent to resolve the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. Images were provided, and reviewed by a clinical specialist. Based on review of the information the reported event was confirmed. The etiology of the endoleak was the result of angulation and dilation of the bifurcation area. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling .the lot usage history shows that no other units from this lot have been involved in similar event.